Event description:
Company representative reported rupture of saline implant. This record is for an unknown side. The device was explanted and replaced

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional confirmed there is no complaint against the device. The record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; d3; g1; h1; h6.